Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tubes was observed. Within a sealed shelf-pack of 100 tubes there were 2 fractured tubes which lead to additive leaking out and turning a dark brown color as it dried. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tubes was not observed. Although the defect is confirmed no definitive root cause could be established as to when or how the damage occurred. The cracked tube within a sealed shelf-pack must have been damaged post packing, and most likely occurred during transportation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when opening the bd vacutainer® acd-a blood collection tubes there was cracked tubing observed from transit. The following information was provided by the initial reporter: translated to english. The customer stated: "customer received the case from bd /durbin and noted that the case had been damaged in transit. Upon opening the case, there was one box of that contained broken glass tubes. Liquid had leaked from these tubes and contaminated the rest of the case."